Event description:
It was reported that while using bd facscanto¿ ii system w/fluidics cart cart broke and large liquid leak occurred. The following information was provided by the initial reported: "the red connector on the back of the cart broke and a large amount of liquid leaked."

Manufacturer narrative:
H.6 investigation summary investigation summary: ¿ scope of issue: the scope of issue is only limited to bd facscanto ii cytometer 4/2/2 sys ivd, part # 338962, serial # (B)(6). ¿ problem statement: customer reported complaint regarding a waste leakage not contained within the instrument. ¿ manufacturing defect trend: there are zero qns (quality notifications) related to the reported issue. Date range from 11oct2021 to date 11oct2022. ¿ complaint trend: there are 20 complaints related to the issue of fluidic leakages due to broken fluidic valves. Date range from 11oct2021 to date 11oct2022. ¿ manufacturing device history record (DHR) review: DHR part # 338962, serial # (B)(6), file #(B)(4), was reviewed. The instrument met all the manufacturing specifications prior to release. ¿ investigation result / analysis: the investigation was performed and based on the review of the complaint trend, defect trend, DHR, risk analysis and servicemax, the root cause of the biohazard leak not contained within the instrument was due to a broken check valve. The customer had initially reported that the instrument had been leaking waste fluid outside of the instrument, and an fse (field service engineer) was sent onsite to assess the issue. The fse was able to confirm the issue and resolved it by replacing the check valve inside the wetcart. After the repair, they tested the instrument with cs&t baseline and check performance tests and confirmed that the instrument was functioning as expected with no further leakages. The replaced part was not requested for evaluation because it is not returnable and was discarded. Although the leak was waste and the potential exposure to biohazard material, there was no skin contact nor was there any medical treatment performed. No user was harmed or injured as they proper ppe (personal protective equipment) to clean up the leak. Bd facscanto ii instructions for use (IFU), #23-20269-00 rev. 1/vers. A, indicates to wear suitable protective clothing and gloves to prevent transmission of potential fatal disease from biological specimens. This can be found on page 147 in cleaning the surfaces. The safety risk of this hazard has been identified to be within the acceptable level. ¿ service max review: review of related work order #: (B)(4), case # (B)(4) install date: 24aug2009 defective part number: 334044 - check valve waste work order notes: o subject / reported: the red connector (check valve) on the back of the cart broke and a large amount of liquid leaked. O problem description: the red connector (check valve) on the back of the cart broke and a large amount of liquid leaked. O work performed: we have carried out the check valve replacement work on the back of the cart. After that, we performed startup, pattern confirmation by beads, and cst (baseline/check performance), and confirmed that it works normally. O cause: today, the red connector (check valve) on the back of the bdfacscantoll cart was broken and a large amount of liquid was leaking. O solution: replace the check valve and confirm normal operation ¿ returned sample evaluation: a return sample was not requested because the replaced part is not returnable and was discarded. ¿ risk analysis: risk management file part #338960-04ra, rev. 01/vers. A, bbd facscanto ii flow cytometer (fluidics) fmea was reviewed. The risk identified has a rpn of 18, which is within the acceptable risk acceptability. No new hazards have been identified and the current mitigations are sufficient. Hazard(s) identified? Yes no o item: 6. Waste o function: 6.1 contain waste o potential failure mode: 6.1.1 waste not contained o potential effect(s) of failure: 6.1.1.1 biohazards o potential cause(s)/mechanism(s) of failure: 6.1.1.1.1 pressure build-up o residual severity: 9 o residual occurrence: 2 o residual detection: 1 o residual rpn: 18 ¿ root cause: based on the investigation results the root cause of the waste leakage not contained within the instrument was due to a worn check valve. ¿ conclusion: based on the investigation results the root cause of the waste leakage not contained within the instrument was due to a worn check valve. The fse confirmed the issue and replaced the check valve from the back of the wetcart. After the repair, the instrument was tested and confirmed to be functioning as expected with no further leakages. No one was harmed or injured, and no medical treatment was performed due to the biohazardous leak. The safety risk of this hazard has been identified to be within the acceptable level. ¿ supporting document: n/a

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd facscanto¿ ii system w/fluidics cart cart broke and large liquid leak occurred. The following information was provided by the initial reported: "the red connector on the back of the cart broke and a large amount of liquid leaked"